Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned forceps base. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: ¿ a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable and preventable by handling device in accordance with the following IFU: ¿ evis lucera jf/tjf type 260v operation manual [chapter 4 operation_4.2 using endotherapy accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.